Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-04985 and voluntary report #: (B)(4). Reportable based on additional information received 12/8/2011 that identified the microcatheter was a bsc device. It was reported that during an embolization treatment procedure, the coil was tethered to the tip of the catheter. The patient was undergoing treatment through the mildly tortuous right phrenic artery for metastatic hepatocellular carcinoma to the adrenal gland. A .027" renegade hi flo microcatheter was placed and 3-4 unspecified coils were implanted utilizing a pusher wire. When the 5.0mm straight - 18 pushable coil was deployed from the microcatheter with a pusher wire, it became connected to the tip of the catheter by a "non-radiopaque material". The distance between the radiopaque tip of the catheter and the coil was noted to be approximately 5mm. The coil was further noted to be "bouncing around back and forth" from what appeared to be a central anchoring point at the catheter tip. The physician felt there were synthetic fibers embedded in the coil which may have become bound to the catheter tip. Multiple unsuccessful attempts were made to dislodge the coil within the phrenic artery with saline and contrast boluses through the microcatheter, as well as with a soft pusher wire. The microcatheter and tethered coil were then carefully withdrawn to the right common femoral artery near the tip of the 5fr sheath. A 3fr snare was inserted coaxially through the sheath and during multiple attempts to snare the coil from the microcatheter¿s tip, the coil dislodged and migrated distally. It is unknown if the coil dislodged due to rapid movements caused by blood flow in the femoral artery or due to the snare. The coil migrated to the right peroneal artery which was its last known location. No additional action was taken regarding the coil. There were no additional patient complications reported and the patient's status is stable.